Manufacturer narrative:
Additional information: event was treated with medication and physiotherapy. Patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and two resolute onyx des were implanted in the lcma. Approximately 23 months post index procedure, patient suffered from cerebrovascular accident. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient is recovering.